Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a lap gastric bypass. It was reported that the surgeon was attempting to clip the jejunojejunostomy, the clips scissored. A second device was opened. The clips were good, but the handle was popping and sounded like it would break. The surgeon said the device did not feel good in his hand. A third device was opened and the device is working. There is no known consequence to the patient.